Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the condition of a colleague infusion pump with failure code 810:15 was confirmed by baxter personnel during evaluation. This condition was caused by a faulty pumphead module (phm). The channel a and channel b phm's were replaced to correct this condition. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:15. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00. No additional information is available.